Event description:
The hospital reported that half way through the endoscopic vein harvesting procedure, the hemopro device started smoking and would not stop burning. A second device was used and the hemopro device also smoked. A replacement device was used to complete the procedure. Hospital returned the devices, cable and power supply for testing. No patient complications were reported by the hospital. This report is for the dc extension cord.

Manufacturer narrative:
Investigation results: the returned dc extension cord was tested and the investigation discovered a component failure on the dc extension cord that might have caused the hemopro system failure. A lhr review cannot be performed because the lot number was not provided. Manufacturing personnel will be notified.